Manufacturer narrative:
The evaluation of the device received by the failure analysis lab was completed on november 24, 2020. Device evaluation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the anterior aspect. Additionally, it a tear measuring approximately 0.5 cm was found within the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 250cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a physical. As a result, bilateral replacement with unspecified implant type is planned for (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The evaluation of the photograph provided was completed on (B)(6) 2020. During the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Manufacturer¿s reference number: (B)(4).